Event description:
It was reported that when an asymptomatic patient presented via remote transmission, ventricular noise was observed on the rv lead. The noise was not reproduced with isometrics or manipulation. Rv electrical parameters were all good and the patient was stable. Low lead impedance was noted on the lv lead. The physician explanted and replaced both the rv and lv lead. The patient was also upgraded to a crt-d. The patient was stable.

Manufacturer narrative:
A complete lead was returned for analysis. External insulation abrasion was noted at 40.7 cm to 40.9 cm from the connector pin; consistent with lead friction to the ICD can. The inner coil was exposed at this location. This is consistent with the observation from the field of low lead impedance.